Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# nka550491n implanted: explanted: product type recharger product ID 37761 serial# c0621737 implanted: explanted: product type recharger product ID 37651 serial# (B)(6): product type recharger product ID 37761 serial# (B)(6): product type recharger product ID 37761 serial# (B)(6): product type recharger product ID 37761 serial# (B)(6): product type recharger h3. Analysis was performed on [product ID 37761 serial# (B)(6) analysis found that the cable assembly connector pin was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger h3. Analysis was performed on [product ID 37651 lot# serial# (B)(6) ] analysis found that the recharge antenna was damaged. H3. Analysis was performed on [product ID 37651 lot# serial# (B)(6) ] analysis found that the recharge antenna was damaged and t here was a telemetry board failure. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's rechargers weren't taking charge or powering on. As a result, the patient could not charge their implants. The patient stated that one implant was low on charge, and the other was 75%. The patient said that one of the rechargers stopped taking charge several months ago, and the other recharger started "messing up" about two weeks ago. The agent had the caller check the desktop chargers for damage, but no damage was found. The caller confirmed they could see the green light on each ac power supply. The caller also mentioned that the recharger antenna cords were damaged as well. The issue was not resolved. An email was sent to the repair department to replace the rechargers. No symptoms/complications were reported. Additional information received from the consumer reported they received the replacement recharger, but the desktop chargers weren¿t making a good connection with either of the recharger. There was no damage found to the desktop chargers, but both desktop chargers were going to be replaced.

Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3. Analysis of the recharger (s/n (B)(6)) found a telemetry board failure and damaged antenna. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.